Manufacturer narrative:
Unit was received with blank display due to corroded electronic assemblies. Unable to verify error 25 due to blank display. Unit was received with corroded motor home switch, corroded battery tube, and corroded battery cap contact. Unit was also received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed pump error 25. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.